Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the 4 way valve was not shifting fully. Additional malfunctions include the pilot valve for the solenoid was defective, and the o-ring for the solenoid was defective.